Manufacturer narrative:
Follow up 06-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding, irregular bleeding or breakthrough bleeding. Essure, fallopian tubes and uterus were removed, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from an adult female consumer, and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2014 the consumer experienced placement painful, nauseous, and one site went very difficult. On an unspecified date the consumer experienced bleeding, irregular bleeding or breakthrough bleeding. Increase or heavy blood loss during menstruation, pain during ovulation, arthralgia, depressive feelings, increase or decrease of weight, mood swings, vaginal fungal infection, and spot tongue. She had problems with daily tasks, social activities and happiness. She had blood test done (no results mentioned). On (B)(6) 2016 essure, two fallopian tubes and uterus was removed. She is recovering. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding, irregular bleeding or breakthrough bleeding. Essure, fallopian tubes and uterus were removed, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.